Manufacturer narrative:
The insulin pump was received with constant motor error alarms during rewind due to encoder signal out of phase. Unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test, operating currents measurements and off no power test due to constant motor error alarms. Unable to verify a17, a21 and a47 alarms due to constant motor error alarms. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart when inserting a battery and then motor error. The customer stated that the insulin pump had been stored in a box for 4 months. She had an accident and had been going to the doctor and had forgotten to report the issues with the insulin pump. The customer also reported receiving external ram error and displayable history check failed on startup. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer completed the rewind and then received another motor error alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.